Event description:
Complainant alleged that while attempting to treat a patient during a cardiac surgery procedure, the device was unable to detect the attached internal paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.